Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the second firing across the stomach, the powered handle stopped halfway through. The surgeon waited 30 seconds and began the firing again. The powered handle continued to fire, but stopped. It fired one quarter of the staple line and would not re-engage. A new device was opened to complete the firing. Reinforcement material was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
The handle (B)(4) was returned for a partial fire condition. Upon a visual inspection of the handle, it was noted that the quick connect and nose cone were detached from the handle. In addition the screws heads of the two screws that hold the quick connect assembly in place were sheared off and the gasket was sticking out between the front and back handle. Therefore a root cause analysis for the reported partial fire condition was unable to be performed. If information is provided in the future, a supplemental report will be issued.